Manufacturer narrative:
Concomitant medical products: conmed beamer electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photographs were provided and reviewed. An evaluation of the photographs provided confirmed the lot number, however could not confirm the report on incorrect cutting wire orientation. In the photograph provided, the cutting wire appears to be orienting in the 12 o'clock direction. Without returned of the control device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to improper cutting wire orientation is manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. As reported to customer relations: "used a side viewing olympus gif-180v endoscope during ercp yesterday. The cook district sales manager was there. [During] cannulation of the bile duct, [getting] access was difficult and required use of a needle knife. Gained access with the device, but you can see from the images that the orientation is slightly towards 10 o'clock. It was worse with more catheter out of the endoscope and corrected more when the technician ¿bowed¿ the sphincterotome."

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. As reported to customer relations: "used a side viewing olympus gif-180v endoscope during ercp yesterday. The cook district sales manager was there. [During] cannulation of the bile duct, [getting] access was difficult and required use of a needle knife. Gained access with the device, but you can see from the images that the orientation is slightly towards 10 o'clock. It was worse with more catheter out of the endoscope and corrected more when the technician ¿bowed¿ the sphincterotome." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction to section b5. This report is being sent to correct section b description of event to include the patient outcome. Continued from section d11: conmed beamer electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photographs were provided and reviewed. An evaluation of the photographs provided confirmed the lot number, however could not confirm the report on incorrect cutting wire orientation. In the photograph provided, the cutting wire appears to be orienting in the 12 o'clock direction. Without returned of the control device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to improper cutting wire orientation is manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.